Manufacturer narrative:
Concomitant medical product: 6935m55 lead, implanted: (B)(6) 2017; 4398-78 lead, implanted: (B)(6) 2017 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks due to suspected noise. It was noted a lead integrity alert (lia) did not trigger and no sensing integrity counter (sic) or out of range impedance was observed from the right ventricular (rv) lead. It was noted the event occurred while the patient was in the shower and could not be reproduced in clinic. Noted suspected electromagnetic interference with the cardiac resynchronization therapy defibrillator (crt-d). The rv lead and crt-d remains in use. No further patient complications have been reported as a result of this event.